Event description:
On (B)(6) 2009, the patient reported that in the past, he spilled insulin in the cartridge compartment of the infusion device. He was able to clean the cartridge compartment with a tissue. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.